Event description:
The customer reported that "the red saturation alarm did not sound although the low limit was reached, and there is a lengthy delay in red alarm triggering between the monitor and the central unit". No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.